Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a rebel balloon catheter with stent. The balloon was tightly folded. There was contrast in the inflation lumen. There was blood in the wire lumen. The outer shaft, inner shaft, balloon and tip were microscopically examined. The hypotube shaft was completely separated 65 cm from the tip. The fracture faces were oval as if kinked prior to separation. There were numerous hypotube kinks. There was no evidence of any material or manufacturing deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. A 20 x 2.75 rebel stent was selected to treat the lesion. However, it was noted that the device presented a fracture in the handle. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that shaft break occurred. A 20 x 2.75 rebel stent was selected to treat the lesion. However, it was noted that the device presented a fracture in the handle. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.